Manufacturer narrative:
Lot number is unknown however correct site number for unknown sheath is 3007284313-2016-00096. As the lot number of the dryseal sheath is unknown, manufacturing and sterilization evaluations for the device could not be performed. (B)(4). The cause of the infected operative site of the left groin is reportedly unknown.

Event description:
A 24 fr gore dryseal sheath was reportedly used for access on the right side during the implant procedure on (B)(6) 2016. Procedural complications involving the right groin incision site were reported for the patient however they did not attribute the complication to a device or the sheath.

Manufacturer narrative:
Concomitant medial products: the patient had the following medications during the (B)(6) 2016 admission: tylenol, aspirin, azactam, pradaxa, cardizem cd, fluticasone, zofran, florastor, sertraline, furosemide, spironolactone, vancomycin 1 g ivpb given in ER, flagyl.

Event description:
The cause of the infection was reported to be the hematoma, the infection the patient developed at the time of admission on (B)(6) 2016.

Manufacturer narrative:
A review of the sterilization records indicated the lots met all pre-release specifications.

Manufacturer narrative:
Concomitant medical products: pla260300/14290756. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) measuring 56mm and was implanted with a gore excluder aaa aortic extender endoprosthesis and a conformable gore tag thoracic endoprosthesis just distal to the left renal artery. The patient tolerated the procedure with no reported endoleak or complications, and was discharged on (B)(6) 2016. On (B)(6) 2016, the patient developed an infection of the right groin incision site and underwent surgical washout, evacuation and debridement of a right groin hematoma with placement of a drain. The patient tolerated the procedure and the infection was reported to have resolved upon the patient's discharge in stable condition on (B)(6) 2016. There were no reported access site issues with any device or sheath used during the procedure.